Manufacturer narrative:
(B)(4). This report is for an unknown transfer set. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event on the same day. The treatment for the peritonitis included injections of amikacin (250mg, intraperitoneally, I bag and iii bag) and vancomycin (500mg, intravenously, stat). The actions taken with the pd therapy was not reported. The patient remained under treatment, at the time of this report. Additional information was requested, but was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Additional information provided: upon follow up, it was reported that the patient's catheter had been removed. Should additional relevant information become available, a supplemental report will be submitted.